Manufacturer narrative:
Cpi's analysis of the ICD is in process.

Event description:
Event description cpi received information that the physician was unable to obtain r-wave measurements or pacing impedances from the implantable cardioverter defibrillator (ICD). It is suspected that the ICD is sensing noise. An invasive procedure was performed and evaluation of the chronic lead could not identify any problem. The ICD was removed.